Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a report through device tracking indicating that after approx 10 months of support, the pt expired due to pump stop/cardiac arrest. Additional information provided by the vad coordinator indicated that the pt's family refused an autopsy. An (B)(4) report was also received, which indicated "red heart alarm in pt's house, pt has oversewn aortic valve, when ems arrived pt was apneic."

Manufacturer narrative:
The user facility report #(B)(4) was received from the (B)(4). No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.